Event description:
The facility reported a pump with failure code 814:04 on channel b. This occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 814:04 was confirmed. Inspection of the device found that this failure code was caused by disconnected air in line printed circuit board. This part was reconnected. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.